Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver therapy shock twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device failed to deliver therapy shock twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio replaced the therapy pcb assembly as a precaution. The device passed functional and performance testing and was returned to the customer. During further evaluation of the removed therapy pcba on a mockup fixture, physio was still unable to duplicate the reported event. No root cause could be determined.